Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates cannot be determined.

Event description:
In early 2009, boston scientific corporation was informed that during a procedure to treat a colon bleed, the resolution clip device clip would not advance out of the sheath. The procedure was completed with another resolution clip device without any pt complications. Pt is "fine".